Event description:
The tip of the acuclip does not close tight (clip gap) on artery. The incident occurred during a laparoscopic cholecystectomy procedure. No patient complications were reported. The reporter was asked to provide additional information, as of today no new information has been received.